Manufacturer narrative:
H6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2024. During the procedure, the image switched back to the loading screen. The exalt controller was rebooted and the scope reconnected however, the image remained at the scope connection screen. The procedure was completed with a reusable scope. The exalt controller was tested with a demo scope and it functioned as intended. There have been no patient complications reported as a result of this event.